Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing system was removed due to infection less than one week post implant. It was noted after the implantation of the device hematoma occurred and pocket site infection developed. It was also reported the head of the device began to be exposed slightly. A new pacing system implant was scheduled. No further patient complications have been reported as a result of this event.